Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hanaulux 3000. Received allegation was pointing to drifting of the light and monitor arm. Then, upon the device inspection it was established the screws at the tube and horizontal arm attachment points were loose, and the horizontal arm was out of alignment. The horizontal misalignment between the surgical light and the horizontal arm of the monitor arm were corrected. After the correction, the symptoms of the light and monitor arm drifting have improved. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury. It was established that when the event occurred, the surgical light did not meet its specifications due to fixation screws holding the device main tube being loose and, in this way, contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is very low. A root cause analysis was performed by subject matter experts, and it was established that in case of loosening of screws, the probable cause of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Event site telephone: 025-272-3331. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3000. Received allegation was pointing to drifting of the light and monitor arm. Then, upon the device inspection it was established the screws at the tube and horizontal arm attachment points were loose, and the horizontal arm was out of alignment. The horizontal misalignment between the surgical light and the horizontal arm of the monitor arm were corrected. After the correction, the symptoms of the light and monitor arm drifting have improved. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury.